Event description:
On (B)(6) 2022, the primary surgery was performed. After a periprosthetic fracture, the stem, the liner, and the head were revised on (B)(6) 2022. Presently, (B)(6) 2022, revision took place in (B)(6) following infection. The surgeon revised successfully the liner and head.

Manufacturer narrative:
Stem revised in the first revision surgery ((B)(6) 2022) due to femur fracture, head and liner reported below were revised in the second revision surgery ((B)(6) 2022) due to infection. Batch review performed on 27 may 2022. Lot 2111461: (B)(4). Expiration date: 2027-01-10. No anomalies found related to the problem. (B)(4). Additional components involved: liner: versafitcup cc trio 01.26.3644hct flat pe hc liner ø 36 / e (k103352) lot. 2114145: (B)(4). Expiration date: 2026-10-28. No anomalies found related to the problem. (B)(4). Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2114367: (B)(4). Expiration date: 2026-12-21. No anomalies found related to the problem. (B)(4).

Manufacturer narrative:
Corrected data: stem details and batch review. Batch review performed on 27 may 2022. Lot 2111451: (B)(4) manufactured and released on 25-jan-2022. Expiration date: 2027-01-09. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.